Event description:
On 11/30/93, discovered particles in drive assembly. Called co and they suggested to replace part and return faulty one. Received replacement part. This driver assembly was not operational, it was found to have a bad sensor. On 12/2/93, upon checking the electronics rptr found a screwdriver in the head. This ventilator had been shipped from the MFR with the screwdriver left in the head. The ventilator has 1,254 hrs of use.